Event description:
Medtronic received information that approximately 4 years and 1 month following the implant of this transcatheter bioprosthetic valve, an increased gradient, and possible thrombus were revealed on a computed tomography scan. The patient was provided blood thinning medication. Approximately 1 years and 6 months following the later, an echocardiogram revealed an aortic valve area of 0.6 cm2, aortic valve maximal velocity of 5.0 m/s, a mean gradient of 16 mmhg, moderate aortic insufficiency, and mild to moderate paravalvular leak. Device stenosis was also noted. The patient's blood thinning medication was changed to a new medication. No additional adverse patient effects were reported. Additional information was received which indicated that a thrombus was not confirmed. Additionally, the mean gradient was noted to be 60 mmhg via echocardiography.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 4 years and 1 month following the implant of this transcatheter bioprosthetic valve, an increased gradient, and possible thrombus were revealed on a computed tomography scan. The patient was provided blood thinning medication. Approximately 1 years and 6 months following the later, an echocardiogram revealed an aortic valve area of 0.6 cm2, aortic valve maximal velocity of 5.0 m/s, a mean gradient of 16 mmhg, moderate aortic insufficiency, and mild to moderate paravalvular leak. Device stenosis was also noted. The patient's blood thinning medication was changed to a new medication. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 4 years and 1 month following the implant of this transcatheter bioprosthetic valve, an increased gradient was noted, and a possible thrombus was revealed on a computed tomography scan. The patient was provided blood thinning medication. Approximately 1 years and 6 months following the later, an echocardiogram revealed an ascending aorta of 0.6 mm, vmax 5.0, a mean gradient of 16 mmhg, moderate aortic insufficiency, and mild to moderate paravalvular leak. Device stenosis was also noted. The patient's blood thinning medication was changed to a new medication. No additional adverse patient effects were reported.